Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Event description:
It was reported following an unrelated procedure where the ipg was not placed in surgery mode and was unbale to communicate with external devices. Company manufactures met with patient and unable to reconnect after troubleshooting and ipg deemed inoperable. As such surgical intervention is planned to address the issue.

Manufacturer narrative:
B3-date of event is estimated.